Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient required external rescue. The device was emitting "a low tone" during the rescue. The patient's device had not been followed for 1 1/2 years. This device had an 18 month warranty and an estimated longevity of 36-48 months. This device has been implanted for 85 months.